Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Investigation ¿ evaluation. A review of manufacturing instructions, specifications, drawings, quality control data, and visual inspection was conducted during the investigation. The complaint device was returned for evaluation. The device was returned with the handle severed and in the open position. A visual examination noted the support sheath severed 7 mm from the proximal end. The basket sheath was kinked 7 mm from the proximal end. The support sheath and the basket sheath were still adhered. The basket formation was in a partially closed position with 7 mm extending past the distal tip of the basket sheath. A document-based investigation evaluation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported during a ureteroscopy procedure, the ncircle delta wire tipless stone extractor made a grinding noise and the basket broke off its white handle. No adverse effects or consequences were reported to the patient due to this occurrence.